Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after an alert triggered for high impedance on the high voltage coil of the right ventricular (rv) lead. There was a slight upward trend over the past two weeks. The lead is still in use. No patient complications have been reported as a result of this event.